Manufacturer narrative:
The customer stated she followed the procedure in the advia 2120i operator guide when performing the centering collar maintenance on the advia 2120i with single aspirate autosampler instrument. She was injured while removing the centering collar and before the red needle guard was put in place over the autosampler needle. Siemens healthcare diagnostics inc. Has determined that the cause of the needlestick injury to the finger while performing the centering collar maintenance on the advia 2120i with single aspirate autosampler instrument is operator's technique. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer sustained a needle stick injury to their finger while performing the centering collar maintenance on the advia 2120i with single aspirate autosampler instrument. The incident occurred as the customer was removing the centering collar during the maintenance procedure. The customer was wearing a lab coat and gloves at the time of the incident. As per the hospital's lab procedure, the customer visited the accident and emergency department in the hospital and the wound was encouraged to bleed. There was no prophylactic treatment received. There are no known reports of adverse health consequences due to the customer being injured while performing the centering collar maintenance on the advia 2120i with single aspirate autosampler instrument.